Event description:
The manufacturer received information alleging the ventilator was alarming for a low circuit leak alarm condition. There was no patient harm or injury. During the evaluation of the device at a third party service center, a failure related to the device's flow sensor assembly was observed. The flow sensor assembly was replaced to address the issue.